Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating the absence of no delivery alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The troubleshoot was performed. The customer was advised that the insulin pump is working as designed.